Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), asherman's syndrome ("other injury(ies) or complication (s) please describe: diagnosed with asherman syndrome") and uterine leiomyoma ("enlarged fibromatous uterus") in an adult female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, hypercholesterolemia and dysfunctional uterine bleeding. Concurrent conditions included anxiety, ovarian cyst, hyperlipidemia and uterine pain. Concomitant products included bupropion and lorazepam. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asherman's syndrome (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/pain"), rash ("skin rashes"), weight increased ("weight gain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin), antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (to remove the essure implant), surgery (thermal ablation), surgery (d and c, aspiration of uterine fluid collection, second endometrial ablation) and surgery (d and c, aspiration of uterine fluid collection, second endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, genital haemorrhage, asherman's syndrome, uterine leiomyoma, vaginal haemorrhage, pelvic pain, rash, weight increased, alopecia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asherman's syndrome, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date was noted (B)(6) 2010, (B)(6) 2013) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, other injury(ies) or complication (s) please describe: diagnosed with asherman syndrome, enlarged fibromatous uterus were added. Patient's medical history was updated, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), asherman's syndrome ("other injury(ies) or complication (s) please describe: diagnosed with asherman syndrome") and uterine leiomyoma ("enlarged fibromatous uterus") in an adult female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, hypercholesterolemia and dysfunctional uterine bleeding. Concurrent conditions included anxiety, ovarian cyst, hyperlipidemia and uterine pain. Concomitant products included bupropion and lorazepam. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), asherman's syndrome (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/pain"), rash ("skin rashes"), weight increased ("weight gain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin), antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (to remove the essure implant), surgery (thermal ablation), surgery (d and c, aspiration of uterine fluid collection, second endometrial ablation) and surgery (d and c, aspiration of uterine fluid collection, second endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, menorrhagia, genital haemorrhage, asherman's syndrome, uterine leiomyoma, vaginal haemorrhage, pelvic pain, rash, weight increased, alopecia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asherman's syndrome, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date was noted 03-sep-2010, 09-sep-2013) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-dec-2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, rash, weight increased and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain, perforation, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.